Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the endoscope controller (ec) and verified system operation upon completion. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the ec involved with this complaint and completed the device evaluation. The customer reported complaint was replicated. The ec was installed and tested in a test system. The system started up failed with error 319, the endoscopic controller power distribution (ecpd) node was not present in the gemini download application. A system log review was performed and the error 319 was noted. No additional complaints for this event were identified. Based on the information provided at this time, this complaint is being classified as a reportable event. System unavailability after the start of a surgical procedure (first port incision) contributed to the surgeon deciding to switch to an alternate vision side cart to complete the procedure. Although there was no patient harm reported as a result of this event, if the issue were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication surgical procedure, the system had error 319 pointing to the video processor (vp). The customer checked the cable connections, power cord, and powered off and cycled the vision side cart (vsc) breaker and the vp still would not power on. Another vsc was used to complete the procedure. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.